Event description:
It was reported the patient experienced a loss of therapeutic effect. Two days prior, the patient noticed they were urinating every 1.5 to 3 hours. As of the day of the call, the patient was urinating every 15 to 30 minutes. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# unknown, product type programmer, patient; product ID 3889-28, lot# va0fkmy, implanted: (B)(6) 2014, product type lead. (B)(4).